Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains and the patient is being clinically managed by their health care provider.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on october 22, 2018.

Manufacturer narrative:
This report is filed on january 14, 2019.